Manufacturer narrative:
A review of the device history record found that all specifications were met on the date of manufacture. Rather than being returned, an engineer was sent to evaluate the system on site. Troubleshooting was performed on the system for the reported problem and it could not be reproduced. The gui software was reinstalled, a complete system check was performed and all tests passed. The investigation is underway.

Event description:
The user facility in germany reported that during the procedure, the machine did not switch from program segment to I/a mode and suddenly went completely black and switched off. The surgery was completed with another machine. The procedure was extended by approximately 15 minutes. Local anesthesia was used. There was no patient impact, and no medical intervention or treatment was required. The patient's outcome is good.

Manufacturer narrative:
The most probable root cause is unknown/ inconclusive. The reported issue could not be replicated during troubleshooting; therefore the root cause remains unknown. As a preventative measure, the gui software was reinstalled, and a full system check confirmed proper functionality. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.